Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by station not being recognized on the bus. A field service engineer reconnected the row ribbon cable at the drawer controller for auxiliary 2 drawer 7 to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system was not detected on communication bus. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.